Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the atrial lead exhibited noise and one isolated low impedance reading. Testing could not reproduce noise or impedance change with pocket manipulation, isometrics, or arm movements. Programming changes were made. The patient was stable.